Event description:
A malfunction was reported on the pump with no notable events occurring prior to the issue, and it did not adversely impact the customer¿s blood glucose level. The technical support team assisted the customer in resetting the pump, but the malfunction code recurred. Consequently, technical support sent a replacement pump and instructed the customer to return the defective pump to avoid billing. The customer was also advised to transfer and program their settings and connect their cgm to the replacement pump. Customer reverted to an alternative method of insulin therapy.